Event description:
A lawsuit was received indicating a pt suffered a third degree, 4x6 full thickness third degree burn during a hip replacement procedure. Medical records dated 12/2000 indicate the burn was at the site of a saline type IV bag that was placed as an axillary roll covered by a towel. In a later medical record dated 17 days later, the injury was felt to be an electrical burn from the grounding pad secondary to use of the "bovie".